Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, e1, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the ratchet was not functioning and was reassembled and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow up/final report will be submitted.

Event description:
It was reported that the mesher's ratchet handle would not roll leading to jamming during surgery. No adverse event was reported as a result of this issue.